Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer¿s blood glucose level was not impacted. Reportedly, customer performed a pump reset to resolve issue.